Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display and constant tone. Problem isolated to the mother board. Unable to test for off no power anomaly due to the frozen display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer could turn on the insulin pump. No further information was provided.